Event description:
(B)(4). Cramping, sharp/stabbing pelvic pain, abnormal menses, period stops, ovarian cysts, discharge (odor/no odor), hot flashes, pcos (polycystic ovarian syndrome), uterine inflammation, excessive bleeding during period (menorrhagia), painful ovulation (mittelschmerz), night sweats, loss of libido, painful periods (dysmenorrhea), incontinence, long menstrual cycles (polymenorrhea), sexual dysfunction (unable to orgasm or feel pleasure), lack of menstrual cycle (amenorrhea) yeast infections (candida), urgent/frequent urination uti (urinary tract infection), bladder infection, breast pain/tenderness, abdominal spasms/ twitching/ fluttering, back, joint, chest, leg, breast, neck, spine, hip, chronic pelvic pain, all over body aches/pain, nausea, diarrhea, severe bloating, metallic taste in mouth, tingling sensations, numbness, nerve pain, brain fog andndash; cloudiness, forgetfulness, anxiety/panic attacks, mood swings, depression (sadness), ringing in ears (pulsatile tinnitus), diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), ptsd (post traumatic stress disorder), numbness in thigh (meralgia paresthetica), numbness/tingling in extremities (hands/feet), sensation of burning, stinging, tickling or prickling of skin (paresthesia), nerve pain, vitamin d deficiency, unexplained/easily bruising, vitamin b-12 deficiency, chronic fatigue syndrome, allergies/sensitivities, metal allergies (nickel), heightened allergies/ allergic reactions, rashes, boils, skin irritation/itching, swelling of legs or feet, hair loss or changes, hair growth in new places, dental issues, weight issues (gain), sleep apnea, adhesion's (scar tissue in abdomen), swelling of legs/feet, muscle spasms, vision problems (floaters, blurred vision, decreased vision), dry skin/hair/eyes,